Manufacturer narrative:
(B)(4). Batch # p55d0h. The analysis found that one pse45a device was returned with no apparent damage and with eight cartridge reloads present. The cartridge (b) was received unfired. The cartridges (c, d, e, f, g, h, and I) were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hand-assisted sigmoid colectomy procedure an approximately one centimeter section on both sides of the staple line did not form on the second firing. The firing did not "sound normal". It was unknown where in the staple line this occurred. A blue reload was used. No buttressing material was used. Procedure was completed with another device and reload of the same product code. The procedure was delayed by approximately 30 minutes. There were no patient consequences reported.